Event description:
Event description guidant received information that this pacemaker patient experienced a syncopal episode. The patient was fitted with a halter monitor to evaluate the pacing system. The patient was asymptomatic during the halter study and no determination was made with regard to the cause of the syncope. However, it was questioned whether the patient symptoms were due to device issues as described in recent safety communications regarding this model device and a replacement procedure was considered. As it was noted that this device was not recalled and was not impacted by recent safety communications, a hex dump of the device memory was obtained.